Event description:
The customer reported obtaining low patient results for sodium and potassium and erratic calibration due to low anion gap values on their au480 clinical chemistry analyzer. The customer did not release the results out of the laboratory. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 analyzer and ise tubing to resolve the issue. The fse performed calibration, and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).